Event description:
Colon cancer pt, who was receiving fluorouracil by infusion pump was found disoriented on the floor of her home. At the hospital she was also found to have EKG changes. She went for cardiac catheterization which showed normal findings. CT and MRI of the head did not show any acute changes. Per the pt's husband the ambulatory infusion pump which should be finished later in the afternoon was completed early morning of (B)(6) 2011. This was the pt's fifth cycle of folfox. Cardiologist, neurologist, and oncologist believe that there may have been fluorouracil induced cardiac and cerebral toxicity.